Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 11/nov/2021 the device will not be returned for analysis. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There was one other complaint in the apollo database against this lot number, af03459. Assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event. This type of complaint will continue to be monitored as appropriate.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 08/oct/2021. Additional information: the device will not been returned for analysis. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There was one other complaint in the apollo database against this lot number, af03459. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon directions for use (dfu) addresses the known and anticipated potential event of "inflation, nausea, pain and early removal" as follows: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera365¿ intragastric balloon include: spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon.

Event description:
Patient experienced pain and nausea. CT scan showed inflated balloon. Balloon was removed for patient safety will place a new balloon in the future.